Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: circular ablation circ loop (model# d-1322-14-s lot# 17444719l), lasso catheter (model# d-1220-39-s lot# 17261097l), nmarq interface cable (model# d-1337-01-si lot# 16050824l). (B)(4).

Event description:
During a clinical trial sponsored by bwi, a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a navistar® thermocool® catheter and suffered a urinary tract infection (requiring medication) and hypervolemia (requiring medication). Less than 7 days post-procedure, the patient was diagnosed with a urinary tract infection. Intervention was medication. Issue resolved without sequelae. Principal investigator assessed this event to be moderate in severity, not serious, not device-related, and definitely index procedure related. Less than 7 days post-procedure, the patient was diagnosed with volume overload. Intervention was medication. Issue resolved without sequelae. Principal investigator assessed this event to be mild in severity, not serious, not device-related, and definitely index procedure related. Medical history includes congenital heart disease (atrial septal defect repaired at (B)(6)), atrial flutter, left/right atrial tachycardia, sinus bradycardia, pauses, junctional escape beats, paroxysmal supraventricular tachycardia, isolated accelerated idioventricular rhythm, and premature ventricular contractions.